Event description:
Caller reported an issue with a cartridge alarm 20 during the load process. There was no reported impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl. To address the situation, cts decided to replace the pump with one having updated software. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Instructions for storing the old pump and steps for setting up the new one were provided and acknowledged by the caller. The customer was also informed about the shipment details and return process for the faulty pump.